Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture and detachment occurred. Vascular access was obtained via the right arm. The balloon was being used in a dialysis fistula. A 14-4/5.8/75 xxl balloon dilatation catheter was inflated and a balloon rupture occurred. The number of inflations and to what atms is unknown. However it was noted to be over the rated burst. During removal of the balloon catheter through the sheath, part of the balloon caught on another manufacturers guide wire and sheared off the distal segment of the balloon and it remained in the patient. The patient was taken to surgery for removal of the distal segment of the balloon. No further patient complications occurred and the patient status is listed as stable.

Event description:
It was reported that during a peripheral treatment procedure a balloon rupture and detachment occurred. Vascular access was obtained via the right arm. The balloon was being used in a dialysis fistula. A 14-4/5.8/75 xxl balloon dilatation catheter was inflated and a balloon rupture occurred. The number of inflations and to what atms is unknown. However it was noted to be over the rated burst. During removal of the balloon catheter through the sheath, part of the balloon caught on another manufacturers guide wire and sheared off the distal segment of the balloon and it remained in the patient. The patient was taken to surgery for removal of the distal segment of the balloon. No further patient complications occurred and the patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination of the returned device revealed that a complete circumferential tear had occurred in the balloon material at 52mm distal to the edge of the proximal balloon sleeve. A shaft break had occurred 70mm distal to the strain relief, at the location of the proximal markerband. As a result of this break the proximal markerband had come away from the shaft. The actual tip of the device, which comprised of 2mm of the distal section of the device and the distal section of the balloon, were received inside a plastic vial. A visual and microscopic examination of this section found the balloon was covered in blood and it had been pushed in on itself, covering the distal tip of the device. As part of our analysis the balloon was pulled out from itself and it was found that the distal markerband was inside the balloon on the 2mm section of the device. The remaining section of the tip was not returned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error as device malfunction a result of rated burst pressure being exceeded. (B)(4).

Manufacturer narrative:
(B)(4).